Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was stuck on require resynchronization data. The technical support specialist (tss) connected to the station, tested the ports and identified that the ports were closed. The hospital information technology resolved the issue and confirmed that the station was syncing with the server. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station became stuck displaying the message "needs resync data." The customer attempted to reboot the station; however, the message continued to appear. The customer requested assistance to resolve the issue as soon as possible. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.